Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute integrity stent when treating a mildly tortuous lad lesion, exhibiting no calcification and 99% stenosis. A large thrombus was previously observed in the vessel and after thrombus aspiration the physician direct stented the lesion. The resolute integrity stent had been removed from its packaging and inspected with no issues noted. The device did not pass through a previously deployed stent. No resistance was encountered or excessive force used during delivery. The procedure was completed although a slight protrusion was noted. In the early hours of the following day, the patient presented with st elevation and vf (ventricular fibrillation), and underwent emergency pci again. The image showed thrombus inside the resolute integrity stent. After thrombus aspiration, iabp (intra-aortic balloon pumping) was introduced while dilatation was carried out using a non mdt device. The procedure was completed after improved blood flow was confirmed. Two days later, cag was performed for checkup, by which no abnormal flow was identified. The physician commented that the event was inevitable because the patient had a large amount of thrombus. The event could have occurred with any stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.